Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that her husband had a squared toilet seat on a stand alone commode from 2012 the seat cracked from back to front in (B)(6) 2012. Consumer states that they are using the original square seat which they have applied tape and super glue and are still using the unit. No additional information provided.

Manufacturer narrative:
(B)(4) toilet seat was returned for evaluation. The return fields in (B)(4) state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The toilet seat was observed to have a large crack on the right side. The crack went completely through the material and was observed to follow the plastic molding on the underside of the seat. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Consumer states that her husband had a squared toilet seat on a stand alone commode from 2012 the seat cracked from back to front in (B)(6) 2012. Consumer states that they are using the original square seat which they have applied tape and super glue and are still using the unit. No additional information provided.